Event description:
A nurse reported after the eighth day of use it was noted the flexi-seal fms leaked at balloon inflation port. It was further reported the device kit was changed.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been required. Should additional info become available, a follow-up report will be submitted.